Event description:
It was reported that the implantable loop recorder was removed due to concern for infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. No anomalies were found.